Event description:
It was reported that during a follow-up induction test, undersensing was observed. The device diagnosed the rhythm, began charging, undersensed several beats and returned to sinus. External defibrillation was delivered simultaneously with pc shock. The device reported a possible output circuit damage and that programmed high voltage therapy was not delivered. The device was replaced.

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The device detected sosd upon interrogation. It is believed that a false sosd occurred due to high voltage on the leads not dropping fast enough after delivery of a high voltage shock, with the voltage exceeding the sosd threshold when the lead voltage was measured. Testing on the bench and on the automated electrical test system found no anomalies. The device's high voltage output was functional.